Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number (B)(4). Pen needles (15 qty) were returned. Unable to ship returned product to the manufacturer, due to biohazard. Scrap returned product. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated when she connects the needle to the insulin pen and tests the dose with 2 units, it dribbles out. Customer stated she has changed needles (3 different) and the insulin dribbles out instead of a stream and she is not being able to administer her insulin correctly. Per the customer, the package had not been open or damaged when received. The customer has been using the product out of this package since (B)(6) 2026. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. The customer is not claiming they were injured using the pen needles and no medical intervention related to the use of the product was reported.